Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Product location unknown.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2006. Subsequently, patient experienced mild effusion. No revision has been reported.